Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were vertical lines on the backup system controller display. No health hazard occurred to the patient and there was no patient consequence. The system controller was exchanged which resolve the vertical lines on the backup system controller display issue.